Event description:
During follow-up appointment (following repair of fractured left aumerus in 2005) with orthopedic surgeon. Pt complained of pain. X-ray taken at that time revealed that the synthes recon plate had broken. Pt was then scheduled for surgery to replace plate.